Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A temporal relationship between the hospitalization for persistent emesis and the fresenius products exists. Although, the association between the fresenius products and the reported event of persistent nausea and vomiting exists, without medical records and deferential diagnosis a contributory causality cannot be determined. Should additional information be received, the current clinical investigation will be reevaluated.

Event description:
A peritoneal dialysis patient's wife reported that the patient began vomiting several times everyday on (B)(6) 2017 and has continued to vomit regularly to date. The patient was taken to the hospital on (B)(6) 2017 due to excessive vomiting. She stated that though the patient has multiple comorbidities he is only taking vitamin b-12 and ondansetron for nausea and vomiting. While at the hospital the patient's wife was instructed to double the dosage of this medication from 4 mg to 8 mg. She stated this has not improved his condition. She stated that the patient's dialysis labs are currently "good". She stated that the patient's nephrologist saw him at the hospital during his visit and believes that peritoneal dialysis treatment is causing the nausea and vomiting. She stated that the doctor suggested that the patient transition temporarily to hemodialysis to "give him a break" from peritoneal dialysis. She stated that she has an appointment to arrange this transition on (B)(6) 2017.